Manufacturer narrative:
(B)(4). Required intervention correction - hospitalization checked. The device was not returned for evaluation. The reported patient effects of myocardial infarction and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional multi-link device is being filed under separate medwatch report.

Event description:
It was reported that after implant of the multilink 8 stent in the right coronary artery, the patient returned on (B)(6) 2018 with in-stent restenosis. A xience sierra was implanted as treatment. After discharge, the patient was not compliant with dual antiplatelet therapy (dapt) and on (B)(6) 2018 the patient presented with a myocardial infarction. Angiography was performed and restenosis was identified in the xience sierra. Dilatation was performed as treatment. The final patient outcome was good. No additional information was provided.